Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a mfg related cause for this event. The lot met all release criteria. This is the only complaint reported for this lot number for this failure mode to date. The investigation is inconclusive as the sample was not returned. The definitive root cause could not be determined based on the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that following aortic valvuloplasty, the balloon could not be retracted through the introducer sheath. The balloon catheter was removed with the sheath together as a single unit. There was no reported pt injury.